Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's(pt) representative regarding an external device. Agent would like to add that the caller and patient provided a lot of historical information; agent documented the call to their best ability. The reason for call was that the controller was depleting battery percentage wise faster than what was being charged into the implanted neurostimulator. Caller stated that they would charge the controller up to 100% and then they would put the recharger on their back and the controller would go down to 40%. Caller said that this morning the controller charged to 70% and lost 20% within 30 minutes of charging the implant but that the implant didn't increment in charge. Caller noted sometimes it would say empty and stop charging at 40% even when the controller would be 100%. Caller shared that they had a really hard time getting it to connect; agent understood as implant. When asked for event date, patient stated at least 6 months ago but stated later on that it hasn't worked good since they had it when it came to charging; agent understood as implant. During the call, caller reset the controller. Caller confirmed no visible damage to the recharger cord, controller charging port and battery pack. Caller saw one of the pins in the controller battery compartment was tilted to the right. The issue was not resolved. Agent reviewed information. Due to nature of call, and damage noted in the battery compartment, an email was sent to the repair department to replace the controller and recharger. Pt rep called back and reported the issue had not been resolved with their equipment replacement. Caller did not have their equipment present. Caller will call back in with their equipment. Pt rep called back in and reported the battery continued to deplete at an increased rate before their implanted device would fully recharge. The replacement controller and recharger did not resolve this issue. Pt reported their a/c power cord had some fraying. Agent sent an email to repair to replace the battery pack and a/c power cord. Caller reported the implant was protrud ing out of their skin and that they could feel a corner of it. When asked for event date patient said a year at least. Caller shared that it was hard to get a good connection with the implant as well. Caller noted the battery didn't always lay flat; agent understood that the patient was referring to the implant being loose in the implant pocket. Caller mentioned that they had met with hcp a year and a half ago and that they were told that they probably needed to get the implant changed, but the doctor was not interested in that. Patient also mentioned during the call that they needed the therapy for their right leg, but the therapy hadn't been working good since they got the device. Caller mentioned they were recently reprogrammed. Agent documented information provided. See 706741264 where caller mentioned issues in accessing MRI safe mode when trying to get an MRI. See previous case history where caller mentioned they've had the controller, recharger and battery pack replaced before.